Event description:
The user facility reported that the housing broke found during sterilization. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. A picture was attached to intake. It was visually observed the weld was compromised.